Manufacturer narrative:
Plant investigation: the device was returned to the manufacturer and a physical evaluation was performed. While disinfecting the returned sample, a leak was identified and traced to the film on the back of the cassette. The cassette film was then inspected under a microscope to pinpoint the location of the leak. During this visual inspection, the investigator observed a separation in the seal from the cassette film to one of the couplings. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. The investigation into the complaint was able to confirm the reported event.

Manufacturer narrative:
Plant investigation: a batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The complaint device was returned to the manufacturer for physical evaluation and is pending testing. The investigation will be updated upon completion of this activity.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered fluid leaking from the inside of the cassette door of their cycler after their pd treatment was completed. No machine alarms occurred prior to the leak. The cause of the leak was unknown. The patient was advised to discontinue use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The patient did not develop any symptoms, experience any adverse events, injuries, or require medical intervention as a result of the reported event. The patient was treated with one dose of prophylactic antibiotics, 2g ceftazidime and 1.5g vancomycin via intraperitoneal administration. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cassette used by the patient was retained and available to be returned for physical evaluation by the manufacturer. The cycler was also available to be returned for physical evaluation.